Event description:
It was reported that customer was unable to install multiple cartridges. Reportedly, the cartridges did not fit near the o-ring. Customer's blood glucose level was impacted. During troubleshooting customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.